Event description:
It was reported that the customer had an unspecified cartridge issue. The customer was able to resume insulin deliveries via pump. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.